Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was at 286 mg/dl. The customer states that every time she is running a temporary basal an alarm sounds. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
There was no unexpected vibration anomaly noted during basal temp delivery at 100 percent for 24 hours. The unit had a cracked reservoir tube, reservoir tube lip, battery tube threads, case at window display corner, reservoir tube window corner, minor scratched lcd window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.